Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (5 mg/ml at 3.6633 per day) via an implanted pump. The indication for pump use was non-malignant pain/other non-malignant pain. On (B)(6) 2015 it was reported that the patient was seeing an 8476 (motor stall) code on his ptm (personal therapy manager). He had just woken up and pushed the ptm and saw the code. The patient had not had any imaging or anything done. The patient had not heard the pump alarm. The patient had no symptoms and was planning to call his hcp (healthcare professional). Additional information was received from an hcp and company representative on (B)(6) 2015. The pump was interrogated and it was noted that the pump motor stalled on (B)(6) 2015 and had not recovered. The patient was hospitalized with withdrawal symptoms. The troubleshooting performed, actions/interventions taken to resolve, and the cause of the motor stall were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that per the patient his pump "locked up" around the new year. The patient stated that the pump "locking up" caused "an incredible chain of events" where the patient went to the ER, passed out there and was emptying his bowels. The patient spent 4 days in the hospital where they put the patient on IV morphine and then the patient was getting dilaudid "with a button" and they worked him down to methadone which he's taking now. The patient also stated they put him on oxygen as he had breathing problems. The "locked up pump" was still in the patient's abdomen. The patient stated that morphine was in the pump right up until the last refill before the stall.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2015. The pump was checked and a motor stall was verified. They were unable to do anything and the cause of the motor stall was not determined. Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2016. The pump was explanted on (B)(6) 2016 due to the pump not working effectively. There were no environmental, external, or patient factors. The representative was unable to interrogate the pump as the pump was already removed. The issue was resolved and the patient status was unknown.

Event description:
Additional information later received the patient was being scheduled for a pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump malfunctioned on (B)(6) 2015 resulting in the patient going to the emergency department. On (B)(6) 2016, the patient's pump malfunctioned again and the patient was hospitalized from (B)(6) 2015 through (B)(6) 2016. During that time it was determined that the motor on the patient's pump had stalled completely. It was noted the pump had re-started and no actions were necessary. It was noted the patient's pump continued to malfunction, resulting in a stalled motor and ultimately total failure of the medical device. The patient's pump was explanted on (B)(6) 2016. It was mentioned that the patient had injuries sustained as a direct and proximal result of the defective pump.